Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: (B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. We continuously seek to improve and value feedback from our customers. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd catheter leaked. The following information was provided by the initial reporter: "valve in 14g venflon dislodged on flushing, blood lost through injection port".